Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that patient requested an implant (tsvb8) removal due to buccal sensitivity. Tooth location 18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (item # tsvb8) was received for investigation. Visual inspection of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The returned product's dimensions were measured with digital calipers (cal1334, calibration due 23-oct-2019) and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. The reported device was located on tooth # 18 and was removed upon placement due to the reported event. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (63651279). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 63651279) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (pain) or device (tsvb8). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).